Manufacturer narrative:
The pump passed the displacement test and self test. Moisture damage was found on the electronic assembly during visual inspection. P-cap/reservoir locked properly in place. Pump received with cracked case on the back at the battery tube area and belt clip rail case corner. Pump received with pillowing keypad overlay. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.